Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported difficult positioning (anatomy) and difficult leaflet grasping are the result of patient anatomy. The reported single leaflet device attachment is the result of patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.h6. Device code 4012 removed.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was implanted in p2/p3. A second cds was advanced to the mitral valve and the clip was to be placed more medial from the first clip implanted. There was difficulty positioning the clip and difficulty grasping due to the anatomy. After some grasping attempts, the clip had a good grasp and the clip was deployed, reducing mr to 1. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There was no medical intervention performed to treat the slda. Two clips implanted with mr grade of 2-3. No additional information was provided.